Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support reporting a blank screen issue occurred in unknown phase/cycle of dialysis. Pressed ok, stop, and touched the screen but screen remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Technical support replaced the liberty select cycler due to blank screen and advised to discontinue use of this cycler while contacting pd registered nurse (rn) to inform of replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon followup, it was confirmed the patient was able to complete treatment manually. The new cycler has arrived and the old cycler is scheduled to be returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area near upper and lower catch post. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.